Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their blood glucose increased to either 300 mg/dl or 400 mg/dl. The patient experienced illness and nagging pain; the patient was advised that her symptoms may be indicative of the possible onset of diabetic ketoacidosis. She changed her infusion set and resumed insulin pump therapy. Her blood glucose at the time of call was 237 mg/dl. Troubleshooting was declined for the insulin pump due to the customer stating the device was working as designed. The customer stated that she believed her basal settings were inaccurate, and that her bolus settings were fine. No products were returned or replaced.